Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient to determine whether a software anomaly contributed to the reported behavior. Logs captured there were 3 sessions on the date of issue and did not capture any abnormality related to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while obtaining images for an upcoming case, the computed tomography (CT) they wanted to use came across as "cannot be used with stealth". Exam did not hit minimum 3 slices for navigation is what the navigation system stated. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0. No parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15, h6) multiple annex a codes were submitted for the event. Annex a code, a1102, applies to rfr nav4123 and annex a code, a13, applies to rfr code nav4119. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.